Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in the non calcified and moderately tortuous mid right coronary artery. A non-bsc balloon catheter was used to predilate the lesion. Then the 3.5x24mm taxus liberte monorail stent delivery system was advanced, but it was unable to cross the target lesion. The system was removed and upon examination of the device, a stent strut was found to be flared. The procedure was completed with a different device with no patient complications. The patient condition post procedure was reported to be "good".

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).